Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Eight days prior to the event onset, the patient experienced an unrelated medical condition and four days after onset of this unrelated indication, the patient was hospitalized. During hospitalization, the patient developed peritonitis. The cause of the peritonitis was unknown. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. The patient's hospitalization was prolonged due to the event of peritonitis. At the time of this report, the patient remained hospitalized and had not recovered. No additional information is available.